Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported after turning the programmer on, it will not fully load. Once it gets to the black screen with medtronic displayed, it does not load any further. Could not do device software update because of this. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard disk drive was reimaged and current software was reloaded. It was also noted that the system fan was noisy and the electrocardiogram (ECG) connector was loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.